Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response from the up arrow button due to corroded keypad traces. The insulin pump had a scratched display window, cracked battery tube threads and a cracked reservoir tube lip.